Manufacturer narrative:
Title: local control of hepatocellular carcinoma and colorectal liver metastases after surgical microwave ablation without concomitant hepatectomy source: langenbeck's archives of surgery (2021) 406:2749¿2757. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from may 2013 to may 2018, a retrospective study analyzed outcomes of 47 patients who underwent surgical microwave ablation (laparoscopic and open) for hepatocellular carcinoma (hcc) and colorectal liver metastases (crlm). The emprint with thermosphere cooled tip antenna and a competitor product was used with the following reported severe complications: bleeding, colon perforation, and bile duct leak and dilation. The severity of the bleeding and interventions are not reported. The interventions for the colon perforation are not reported. The bile duct dilation and leak required reoperation and liver resection. The authors also do not indicate which device, medtronic or competitor, is associated with the reported complications.